Manufacturer narrative:
Final this follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6. Reported event was unable to be confirmed. Lot identification is necessary for review of device history records; lot identification was not provided. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
(B)(4). D10: unknown aesculap as vega tibial component unknown unknown aesculap unknown femoral component unknown unknown aesculap unknown bearing unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01211, 0001825034 - 2021 - 01212, 0001825034 - 2021 - 01213. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: revision due to painful instability. Wear noted on the medial bearing. Tibial and femoral components removed at the bone-cement interface, lack of adherence of the cement-component interface noted. Competitor patella left intact, all other components revised without complication. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. This product was acquired by another company. Further reports will be submitted under the corrected manufacturing site.

Manufacturer narrative:
The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. This product was acquired by another company. Further reports will be submitted under the corrected manufacturing site.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a right knee revision procedure approximately 3 years post implantation due to pain, discomfort, instability, and difficulty ambulating caused by aseptic loosening of the tibia component. Attempts have been made and additional information on the reported event is unavailable at this time.